Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria was met prior to release.

Event description:
It was reported that during an unknown procedure, half way through the case the device stopped working; then the jaws would not open or close. It is unknown how the procedure was completed. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Batch #l9266z. Corrected manufacturing and expiration dates the device was returned with the I-blade is no longer in the lower jaw channel and the lower jaw was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.